Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that on (B)(6), after accessing the patient vessel and assessing the vein dilator before inserting into the patient, it is bent and also at the tip of the dark grey is not smooth and had like a bubble in the material. No other information was provided.

Event description:
It was reported by the customer that on july 1st, after accessing the patient vessel and assessing the vein dilator before inserting into the patient, it is bent and also at the tip of the dark grey is not smooth and had like a bubble in the material. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the first photograph showed that there was a split near the sheath tip. An initial visual observation of the second photograph showed that the sheath tubing was bent as it was being held vertically. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.